Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?- normal. Was fixation loop secured to tissue at the initiation of suture use during the index procedure?- according to the surgeon, yes. Was at least one reverse stitch performed prior to closure? - according to the surgeon, the suture was pull out from the skin and was cut flat like the instructions on the ethicon's technique video for skin closure with stratafix spiral in the skin. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? - unknown for prophylactic, but the patient received antibiotic post op after the infection began- unknown which. Did the patient present with dehiscence and infection one-month post-op after the initial surgery? Please specify. The patient returned with wound infection and dehiscence at an unknown period post-op/ we received the repor from the surgeon after one month did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please specify. - no. Was the wound re-sutured? If yes, when and what was used for re-suturing? - the wound was re-sutured with an unknown suture, but without stratafix. What is physician¿s opinion as to the etiology of or contributing factors to these events? - the surgeons was not sure if the suture was the cause for the wound inection. The following information was requested, but unavailable/unknown: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgical procedure? Product lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Was there any precipitating stress factor for the wound dehiscence post-op? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were cultures performed? If so, please provide the results. Other relevant patient factors/comorbidities/concomitant medications? What is the patient¿s current status? How did the wound heal? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that the patient underwent a hip replacement surgery a month ago and the barbed suture was used. The patient returned with wound infection and dehiscence at an unknown period post-op. The patient experienced infection in the surgical incision and a partial opening of the incision in the subcutaneous layer accompanied by pus secretion. The surgeon confirmed that at the time of surgery the subcutaneous layer was closed. It was also reported that during initial surgery the fixation loop was secured to tissue at the initiation of suture use and the suture was pull out from the skin and was cut flat according to instructions. The surgeon opined that there may be a connection between the use of the suture and the infection created in the wound, but he is not sure and has not identified any failures in the suture itself. The patient was given antibiotics to treat the infection. According to the doctor, there was no need for reoperation and the patient is under routine follow-up given after this type of surgery. However, the wound was re-sutured with another type of suture at that time.